Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 28x3.50mm promus premier¿ drug-eluting stent, a separation between the shaft and the balloon was noted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 28 x 3.50mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple hypotube kinks and a shaft break 775mm distal to the distal end of strain relief. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip identified no damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. During preparation of a 28x3.50mm promus premier¿ drug-eluting stent, a separation between the shaft and the balloon was noted. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.